Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error and occlusion alarms occurred. Customer changed the cartridge to address the cartridge change error. Customer's blood glucose (bg) level was greater than 486 mg/dl. Customer treated elevated bg with a manual insulin injection. Customer discussed the issues with their clinic and declined further troubleshooting regarding the occlusions. Customer reverted to using an alternate method of insulin therapy.